Event description:
A user facility reported an anterior vitrectomy was required during intraocular lens implant surgery. Additional info has been requested.

Event description:
The surgeon stated the product did not malfunction.